Event description:
The customer reported an intermittent vent inop condition due to post timer/24v failure. The device will currently not power on at all, just alarms. The customer reported there was no patient involvement.

Manufacturer narrative:
The failure of c56 prevented the power supply from operating on ac power.